Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 238, 263 and 326mg/dl. The customer's expected fasting blood glucose test result range is 98-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the bathroom. Customer advised about the product proper storage conditions. The test strip lot manufacturer's expiration date is 8/21/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the 5 results provided in the meter's memory. The customer has not had any changes in the diet. The customer always takes the blood test fasting in the mornings. The customer started to use the products on (B)(6) 2016. Customer says the blood glucose test result has never been that high. Unable to do a back to back blood test since the strips were not stored correctly.